Event description:
It was reported that the patient has swelling and a possible infection at the ipg site. Patient was admitted to the hospital and is being treated with IV antibiotics. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the infection is resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.